Event description:
It was reported through the litigation process that six months and twenty nine days post a port placement via the right internal jugular vein, the patient was allegedly developed with thrombosis. It was further reported that the patient allegedly experienced pain and swelling over the right chest wall. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical record review states that patient underwent low artifact port placement procedure for chemotherapy treatment for nasopharyngeal cancer. Seven months later, an ultrasound of chest was performed for pain and swelling overlying the right chest wall port catheter and showed acute occlusive deep vein thrombosis within the right internal jugular vein. A month later, patient underwent port removal procedure with local anesthesia on the right anterior chest wall in the prior scar. Therefore, it can be confirmed that the patient experienced pain, swelling and thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that six months and twenty-nine days post a port placement via the right internal jugular vein, the patient was allegedly developed with thrombosis. It was further reported that the patient allegedly experienced pain and swelling over the right chest wall. Reportedly, the port was removed. The current status of the patient was unknown.